Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of the death was unknown. Peritoneal dialysis therapy was ongoing at the time of the patient¿s death. It was reported that the patient was using the homechoice device at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.